Event description:
It was reported that on (B)(6) 2025, a 12f amplatzer torqvue delivery system was selected for use. During use, after insertion into the patient, it was observed that the sheaths extension was "either cracked or split", resulting in "a huge leakage" of saline in a continuous drip from the proximal side of the sheath. The device was exchanged for a new 12f amplatzer torqvue delivery system. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of fractured was noted during preparation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.